Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Reporter alleged the customer obtained the results of 159 mg/dl and 48 mg/dl on compact plus system 1 compared back to back with a result of 87 mg/dl on compact plus system 2 when testing was performed within 10 minutes. Reporter stated that just one hour prior to obtaining the readings, he had taken 3 units of humalog. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.